Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Field service engineer (fse) replaced the axes controller platform (acp). An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device, but the product has not yet been received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer encountered error 23138. Follow-up was performed to request additional information related to the event. The intuitive field services engineer (fse) provided the following: the procedure being performed was a prostatovesiculectomy. The reported issue was identified by a nurse before the procedure began, before docking the robot, at approximately 7:45 pm. The patient had already been anesthetized. The procedure was postponed for 5 days. Additional clarification was later received from the customer regarding the event: ports were placed at the time of the reported issue. The customer was asked to clarify the date of the procedure and they noted, ¿the event took place on (B)(6) in the evening, and the service was provided on (B)(6) .¿

Manufacturer narrative:
Corrected fields: b2, h6 annex e and f. Updated fields: d9, h2, h3, h6, h11. Device evaluation: the axes controller platform (acp) unit was returned for failure analysis, and the reported error was confirmed but not replicated. In the system logs, this error was found indicating this failure did occur in the field. Upon visual inspection, no issues were found that would be related to the reported event. This acp was installed, successfully programmed, and tested on the printed circuit assembly (pca) gold system where this board functions as expected, booth up normal with no errors triggered. Run 10 times power cycles with no issue on startup and no errors or failures were triggered. This acp remains on the system for 1 hour idling in normal mode with no issue. In addition to the test, this unit went through in process correction verification and passed all the tests. As a result of this test, and findings, failure analysis concluded that no root cause could be attributed to reported events with this acp unit.

Event description:
Refer to h11 for follow-up information.